Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not responding even after reboot. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer replaced the keyboard assembly and tested functionality using hardware test application (hta), confirming proper operation. The system functioned as intended after the field service engineer repaired the device.